Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump broke at the battery compartment and reservoir compartment. It was reported that the reservoir would not go in. The customer's blood glucose level at the time of incident was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a broken off end cap and had no act button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. Inserting a test reservoir into the insulin pump reservoir tube, the reservoir locks in properly into the reservoir compartment. The battery cap was screwed improperly in pump battery tube. No anomaly was noted during battery insertion. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.